Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s caregiver reported that after a fall, the connector broke off the cartridge and became lodged in the ilet device. The cartridge could not be removed, and troubleshooting attempts were unsuccessful. A replacement device was arranged. Blood glucose was not affected. No medical intervention was required.